Event description:
It was reported that approximately 85 months post implant of a bifurcated device and an infrarenal aortic extension, the patient was seen for a routine follow-up on an unknown date. A computed tomography scan was performed which indicated the patient had an increasing aortic sac and a possible type 1 endoleak. The proximal extension looked a little lower from previous scans. The physician elected to correct the endoleak by implanting a suprarenal aortic extension. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and no imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. However, a sizing sheet was available for review, and based on this document, product use was incongruent with the IFU due to: the (B)(6) change in the aortic neck diameter; 15 mm aortic bifurcation diameter; and, a left iliac artery diameter of less than 10 mm. Cautionary product use conditions that might have contributed to this event included an intolerance of contrasted surveillance due to the presence of one kidney and renal artery stenosis. The patient's use of antiplatelet therapy might have contributed to this event due to the known increased risk of bleeding complications. No imaging studies were available for review; all the following findings were confirmed by medical documentation. One day post implant, there was a persistent type ii endoleak from the ima. The first subsequent event to coil this artery was completed at 75 months post implant. The second event procedure occurred at 85 months post implant, whereby a persistent type ii endoleak from the ima was recoiled, although complete occlusion was not accomplished. There was a type ia endoleak which was successfully treated with a suprarenal cuff. There was suspicion of stent migration because there was a "significant gap" between the renal artery and the superior margin of the stent, although this finding could not be substantiated due to lack of imaging studies. The patient was discharged home on post-operative day one, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause for the reported endoleak could not be determined, due to lack of information, although the case details suggest that stent migration could have resulted in the leak. Off label use of the implanted devices was noted due to: the (B)(6) change in the aortic neck diameter; 15 mm aortic bifurcation diameter; and, a left iliac artery diameter of less than 10 mm.